Manufacturer narrative:
(B)(4). Concomitant medical product: g7 bispherical shell 46b; catalogue #110017329; lot #6285667; active articulation e1 hip bearing 22x36mm; catalogue #010000991; lot #783310; g7 dual mobility liner 36mm b; catalogue #110024460; lot #940890. Report source, foreign - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient presented itself on (B)(6) 2018 and had a CT scan done on (B)(6) 2018 showing a dissociation of the dual-mobility inlay from the femoral head and from the shell, the inlay laid in the soft tissue. The patient then underwent a revision surgery on (B)(6) 2018.

Event description:
It was reported that a patient presented itself on (B)(6)2018 and had a CT scan done on (B)(6)2018 showing a dissociation of the dual mobility inlay from the femoral head and from the shell, the inlay laid in the soft tissue. The patient then underwent a revision surgery on (B)(6)2018. No additional patient consequence were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : b5, d5, d10, g1-2, g4, h2, h3, h6, h10. D11- medical product: g7 bispherical shell 46b ; catalogue #110017329; lot #6285667 active articulation e1 hip bearing 22x36mm; catalogue #010000991; lot #783310 g7 dual mobility liner 36mm b; catalogue #110024460; lot #940890 stem ; catalogue and lot were not communicated the device was returned for evaluation. The product analysis showed that there was a flat area on the top of the room that is supposed to be curved. As per research and developpment assessment, this flat area is a consequence of the dislocation (probably due to a rubbing of the head against the liner). The review of the device manufacturing quality record indicates that 22 products cobalt chrome femoral head long neck diam 22,2, reference (B)(4), batch j6022005 were manufactured on 12th may 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue. No other complaint on the issue has been recorded for cobalt chrome femoral head long neck diam 22,2, reference (B)(4), batch j6022005 within one year. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.